Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer received the following results on the mobile system within 10 minutes: 17 mmol/l or 18 mmol/l, then 3.0 mmol/l or 4.0 mmol/l, then 6.0 mmol/l and 7.0 mmol/l. The lot number of the cassette was not provided. No adverse event reported. Return of the suspect device was requested for evaluation.